Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer connected to the dexcom receiver to get continuous glucose monitor readings. No additional patient or event information was available.